Event description:
It was reported that at follow-up, noise was observed. The device charged but therapy was not delivered. At explant, lead abrasion was noted. Can to lead abrasion suspected. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion on the outer insulation and the etfe coating of the sensing cables between 11.4 and 11.7cm from the connector pin. The wires of the sensing cables were exposed and one sensing cable was fractured in same area. The abrasion found is consistent with friction to ICD can and could have caused the report noise.